Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it was difficult for the display to activate by pressing the wake button. The customer's blood glucose level was 181 mg/dl. The customer applied more pressure to the wake button to address the issue.